Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "complete electrical failure". Also noted was that 14 days prior to the failure, normal results were transmitted via telephonic monitoring.